Event description:
Reporter called to report an adverse event involving a liquid oxygen portable. The reporter is the oxygen supplier to a nursing home, where the event took place. Reporter stated he received a call on (B)(6) from a person working at one of their customer nursing homes. He said the caller stated that they were getting a patient ready for transport to the hospital, and got a portable out of the storage unit. The caller said they filled the portable from a liquid stationary tank. The caller then attached the portable to the patient, using 6 liters. The caller stated they went to check on paper work for the transport and after returning 5 minutes later, the tubing and cannula were frozen and stuck to the patient's face and neck area. Caller said they got a warm cloth and attempted to remove the tubing from the patient. The tubing was removed and caller said the patient received burns/frostbite on their face, neck and upper cavity of their mouth, where some blood was also noted. Caller said they notified ambulance of the event and the patient was taken to the emergency room and treated. The reporter stated that the manufacturer was notified of this event.